Manufacturer narrative:
The lead was discarded. One (1) x-ray image was provided. The reported migration event is unable to be confirmed with the provided imaging. The evoke scs system surgical guide details potential risks associated with surgery and spinal code stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. Troubleshooting was performed, including programming and x-ray imaging obtained. A lead migration was confirmed. The leads were revised to resolve the reported event. The patient is confirmed to be receiving therapy following the lead revision procedure.